Event description:
During a spine procedure the registration with ziehm was immediately inaccurate. Two pre-op CT attempts were completed, which during surface refinement, the system shutdown with each surface refinement attempt. The use of navigation was aborted to completed the procedure after a clinically insignificant delay of 1 hour. The procedure was completed successfully without the use of navigation, or any adverse consequences or procedural delays.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
During a spine procedure the registration with ziehm was immediately inaccurate. Two pre-op CT attempts were completed, which during surface refinement, the system shutdown with each surface refinement attempt. The use of navigation was aborted to completed the procedure after a clinically insignificant delay of 1 hour. The procedure was completed successfully without the use of navigation, or any adverse consequences or procedural delays.